Event description:
It was reported that pump experienced malfunction after customer had removed pump and accidentally placed it on heating pad. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without malfunction recurring, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.